Event description:
It was reported that following a trabecular microbypass stent procedure, the patient presented at thirteen (13) months postop with a dislodged stent associated with episcleritis, observed at the implant site. The report noted "the entire stent is visible through the trabecular meshwork (tm)". Additional information has been requested.

Manufacturer narrative:
Patient race noted as hispanic. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including relevant sterilization records, was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling, including the risk analysis, was completed. Dislodged stent and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).